Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis event during hospitalization was unknown. On unreported date(s) as an outpatient after hospitalization ended, the patient was treated with cefazolin (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.